Event description:
This was a left-sided, cardiac lead extraction conducted in the operating room to remove a recalled lead (mdt 6949 - rv). The patient was intubated, prepped with an arterial line, cvs was on standby, fluoroscopy in use, and blood products available. The rv lead was cut and prepped with a lld-ez. The md began lasing with a 14f sls ii, scarring was noted in the pocket, the sls lased slow but steady. Lead on lead binding was noted in relation to the ra lead (mdt 5076) that was not being extracted. Lasing progressed beyond the proximal coil, to the svc where it was evident the binding of the leads became increasingly more significant. The md maintained a slow, constant technique throughout the procedure. The patient's abp momentarily increased from 110 to 125 and then gradually declined to 100, then 90. Lasing and traction were stopped to monitor fluoroscopy and observe the patient's vital signs. At this time the cvs was called, his pa-c responded immediately and set up the pericardiocentesis and chest tray. The patient's abp continued to fall to 70, then to 60. While the sls was being removed the rv lead (mdt 6949) came out with it. A pericardial effusion was noted on fluoroscopy as the patient's heart boarders began to cease movement. CPR was initiated, cvs entered the room and performed a subxiphoid window with a drain removing approximately 30 mls. The patient's abp responded positively to this. The patient was again observed and it was decided to not proceed with a sternotomy as the patient's vitals remained stable. The patient was eventually transferred to the ICU for recovery and observation.